Manufacturer narrative:
(B)(4). Per nonconformity report, the maquet (B)(4) sales and service unit (ssu) technician analyzed the unit and replaced the affected part((B)(4), flow measure board) with new one. Then the problem was solved. (B)(4).

Event description:
On (B)(6) 2012, when a new rotaflow with serial number (B)(4) was powered on, the unit gave a "err.del" and flow was not displayed. The maquet (B)(4) sales and service unit (ssu) technician analyzed the unit and replaced the affected part((B)(4), flow measure board) with new one. Then the problem was solved. Note: this was an out of box failure. (B)(4).